Event description:
Additionally, the healthcare professional reported that the event was related to the non-abbvie skin booster and not the juvéderm® volux¿. The patient was concomitantly injected with restylane®. The patient was injected in the cheekbones, jaw and chin with 4 ml of juvéderm® volux¿. The event appeared a month later at the cheekbones and chin. The patient was ordered back to the office the next day because ¿the swelling looked like inflammation¿ and the site was punctured due to ¿pus¿ and sterilized. The patient was then given clindzunyein 600 twice a day. Four days later, the patient reported that the event improved over the first 2 days but had renewed swelling at the injection site. During the re-examination, punctures were made again, and secretions were removed. Due to the renewed secretion, an immediate presentation for oral and maxillofacial surgery was recommended. The patient was then put on amoxiclav and a drainage system was placed. Two months later, the patient reported to being prescribed hyalase 150 iu but could not obtain it. The next day, the patient was treated with 300 iu of hyalase. The next day, the patient was treated with another vial of hyalase.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Additional, corrected, and/or changed data: a3a, b2, b3, b5, b6, b7, c1, c3, d1, d4, d6a, e1, h4, h6, h8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient injected in an unspecified site with juvéderm® volux¿ which "has caused an abscess" and they need to visit an oral and maxillofacial surgeon. It was further reported that the patient might be injected with a non abbvie product, skin booster. Symptom is ongoing.